Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/29/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
"Incident description: during direct intravenous injection of radiopharmaceutical medicine, healthcare provider notes that needle is biased in its cap. It's also hard to screw the needle hub on syringes, especially the luer-lock 2.5 ml ref (B)(4) manufactured by terumo, and also the luer-lock plastipak 5ml ref (B)(4) and 10ml (B)(4) becton dickinson manufacturer. It has been noted that needles were often sideways in their protective caps, that they were very soft and there is a looseness in the screw thread after the syringe has been screwed."

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.